Event description:
It was reported via a legal notification, that a male patient who had an initial left hip implanted on (B)(6) 2017, due to degenerative arthritis, underwent a revision procedure on (B)(6) 2022, approximately 5 years post the initial implant procedure, due to a failed left hip arthroplasty with eccentric polyethylene wear and osteolysis.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 180-01-54 - nv crown cup clstr hole 54mm group 2, 594233. Recall/correction number: z-1732-2022. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear after being implanted for 5 years. It should also be noted that using a group 2 acetabular liner with a 36mm femoral head creates a combination of the largest available head and the thinnest available acetabular liner which is a risk factor for early wear and lysis. However, the reported wear and osteolysis cannot be confirmed as the devices were not available for evaluation and no pictures, radiographs, or medical records were provided at the time of this evaluation.